Event description:
It was reported that the patient was admitted to hospital as the infusion device did not turn on and was unavailable for use. Upon arrival, the blood glucose level was at 317 mg/dl. The patient received insulin infusions and at the time the issue was reported, the patient was still in the hospital, but felt okay.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.